Event description:
The patient reported that alerts had been issued by the patient notifier. It was observed that a low impedance measurement was reported. Loss of capture at maximum output was also seen. In addition, the patient's r-wave signal amplitude decreased significantly. The pace/sense portion of the lead was capped when a perforation was discovered.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.